Manufacturer narrative:
The complaint was not confirmed. The damage was observed on the device that most likely occurred during removal. As stated in the event description, the reaction was likely not caused by the implant.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. It was reported the facility will not release the device. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent a rcr procedure on (B)(6) 2019 where a peek corkscrew suture anchor, ar-1927psf, and a pushlock suture anchor, ar-1926ps, were implanted. The surgery was completed with no issues. About two weeks later, the patient presented with pain in their shoulder in the general joint. The surgeon decided to remove the implants as the patient may have had an infection. During the revision, the medial implant was found to be a little loose but did not appear to be infected. Both implants explanted and the surgeon did not replace them with any hardware. The surgeon sent the implants to pathology for cultures and flushed the joint. Results from the cultures will be provided once available. Antibiotics were prescribed to the patient. Patient is a male, (B)(6).